Event description:
Information was received from a patient regarding an external device. The reason for call was caller reported that last thursday they went to charge the implant, and the controller showed the implant was at 100 and controller is at 100 as well. Caller stated that on saturday it showed 100 over 90 and on monday it was 100 over 100 and today it was 90 over 100. Agent walked caller through removing the battery pack and plugging controller into the ac power cord; confirmed controller powers on. Caller inserted the battery; controller is 70% and implant is 100%. Agent advised the caller to monitor the issue and see if resetting the controller will resolve the issue and instructed to call back if issue persist. Additional information was received from the patient. The patient called back in stating after they recharge the ins at 100% and when they use it sometimes it will stay at 100 % or 90%. They mentioned that the battery didn't go down after they used it for couple of hours. The patient stated that they don't feel stimulation at all. During the call the patient saw that the stimulation was on and they are at group a. Agent advised the patient to switched group from a to b and increase the stimulation. Agent advised the patient to monitor it if that will consumed battery and call their hcp for further assistance. Additional information was received from the patient. The patient says that 4 days ago they went to charge and it said the battery was at 100 percent and hadn't depleted. They said the day before yesterday it was at 90 percent and today it's back to 100 percent and they are not getting pain relief from the ins. They said this started several days ago. Patient says they have been very careful about making sure they turn stimulation on. They said the the hcp did an x-ray to confirm that the leads are still in place. During the call pt connected to ins and shows they are on group c at 0.5v. They then moved stimulation up to 5.3v but doesn't feel anything. Pt moved to group a and increased stimulation to 5.5v but still doesn't feel stimulation. Pt reports no falls or trauma. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.